Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump that drains the three 9 volt batteries in one use was confirmed and reproduced during product evaluation. The assignable cause was not identified. Due to estimate refusal by the customer, no repairs were made to fix the reported condition.

Event description:
The facility representative reported an ipump with a condition of drains three 9 volt batteries in one use. This condition occurred during delivery in the labor and delivery unit department. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.